Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter: -8.0/+1.5/x086. Device evaluated by manufacturer? No, lens not returned. (B)(4). Method: evaluation method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of this event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7, -8.0/+1.5/x086 diopter implantable collamer lens in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to excessive vaulting with significant reduction of indo-corneal angles. The lens was exchanged for a shorter lens and the problem was resolved. Last doctor visit on (B)(6) 2015, ucva was 20/20.